Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 700 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was (B)(6) 2016. Customer was treated with insulin, lantis and short acting. The blood glucose checks every hour and fluids. Customer was wearing the pump at time of hospitalization. Customer was advised that pump will be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
The pump passed the delivery accuracy test.